Event description:
It was reported that after a surgical procedure at the user facility, the threads of the device disassembled. It was reported that nothing fell into the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. It was reported that procedure was completed successfully.

Manufacturer narrative:
During device evaluation, the reported event of the tip joint/angle nut missing threads was confirmed. A broken angle nut can be caused by over-torquing of the angle nut while attaching a tip to the handpiece. Per the instructions for use: do not over torque the ultrasonic tip during installation. Stop tightening immediately when you hear the click. Minimal effort should be required. Failure to comply may result in a loss of function. The device was discarded by the manufacturer following evaluation.

Manufacturer narrative:
During the device evaluation the angle joint was confirmed to have broken off threads.

Event description:
It was reported that after a surgical procedure at the user facility the threads of the device disassembled. It was reported that nothing fell into the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. It was reported that procedure was completed successfully.